Event description:
Skin discoloration noted when leads are removed. The baby was seen in follow up several weeks after discharge and still had visible discoloration at site of EKG leads.======================manufacturer response for EKG leads, vermed "tender-trode plus" (per site reporter).